Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning correctly.

Event description:
The customer reported that the sensor provided incorrect readings. No known impact or consequence to patient were reported.